Event description:
Boston scientific received information that this patient presented to the emergency room(ER) with a heart rate in the 30¿s and had been feeling weak for the past three days. Earlier today, electrocardiograms showed pacing spikes at a rate of 70ppm. However, while in the ER, a magnet was applied to the device and no pacing was observed. There was a lot noise noted with loss of capture and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel when the patient sits up. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations and discussed with the caller that there is no reprogramming to address the issues. The caller stated that the out of range measurements were observed in certain positions with the device but were not determined conclusively with the pacing system analyzer (psa). The patient was admitted and another pacemaker was implanted on the patient's left side. The physician elected to leave the original system implanted on the right side and re-programmed the output to sub-therapeutic levels. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the only a terminal segment of the lead was returned which was thirteen inches in length. Electrical testing confirmed there were no electrical shorts between the conductors in the returned segment. This investigation will be updated should further information be provided.

Event description:
The product was returned for an unspecified reason four years after the initial observations were reported.